Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse determined that the peristaltic tube was leaking. The cse replaced the peristaltic tube and the issue resolved. The cause of the discordant, falsely elevated na result on one patient sample was due to the malfunction of a peristaltic tube. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate dimension vista instrument, resulting lower. The corrected result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated na result.